Event description:
It was reported that the anchor broke into two pieces during insertion. The surgeon was able to retrieve the broken pieces of the anchor. However, the self punching tip of the device remains in the patient unsecured. Used a self punch and inserted another swivelock anchor in a different hole. The case was completed successfully. Case: left rotator cuff repair. The quality of the bone was average.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The proximal end of the broken swivelock screw returned for evaluation. Screw's minor and major od's were within specifications. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.